Manufacturer narrative:
Other, other text: one level 1 trauma fast flow systems - h-1200 was returned for analysis. Visual inspection performed, and product found to be in poor condition with physical damage. During investigation the device was powered on and it went into over temp. The device was re calibrated and it still over temp. According to the investigation this was caused by the pump faulty main pcb. Visual inspection of the device found the h-2 pressure chambers missing front door, damage pressure gauge, and not inflating at 5.6psi testing. The customer reported problem was confirmed. Service?s replaced the device main pcb, replaced the device h-2 pressure chamber bladder bag, pressure gauge, front door, and latch assembly. According to the investigation, the reported problem was caused by the device faulty pcb causing the over temp alarm to sound and customer damage to h-2 pressure chambers.

Event description:
Information was received that this smiths medical level 1 trauma fast flow systems - h-1200 needed pc board and something was wrong with air chamber. No reported adverse effects.